Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of 3 recurring peritonitis events reported by a nurse. The nurse confirmed the first peritonitis and reported that the onset was (B)(6) 2011. The patient was hospitalized (B)(6) 2011. A culture was performed; culture result revealed gram positive cocci. The patient was treated with vancomycin and cipro. The cause was undetermined. The nurse reported the second peritonitis with date onset (B)(6) 2011. The patient was hospitalized(B)(6) 2011. A culture was performed and showed results for gram positive cocci. The patient was again treated with vancomycin and cipro. The cause was unknown. The nurse reported a third peritonitis date of onset (B)(6) 2012. The patient was hospitalized (B)(6) 2012. A culture was performed; results revealed acinetobacter. The patient was treated with vancomycin and cipro. On (B)(6) 2012, the patient's catheter was pulled and the patient started on hemodialysis. The cause for all 3 recurring peritonitis was unknown. The events were not related to hcs machine, dianeal or extraneal therapy. No further information is available.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted on potentially associated lot number: h11h11080 and h11g12015 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified, as no sample was returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.